Event description:
It has been reported to philips that the system has issues with no x-ray and rebooting. The device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system remotely and observed that the rmt - dtc: en_x inactive and hand/footswitch was pressed. The philips field service engineer (fse) inspected the system onsite and confirmed that there were issues with no x-ray and rebooting. The fse examined the system and determined that the reported problem was due to intermittent issue with the fluoro pedal. As a part of repair activity, the fse replaced the footswitch. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.